Event description:
The doctor/director of urology at the customer facility further reported that the ¿image disappears¿ was found during a ureteral stent placement procedure. It is unknown if the device was inspected prior to procedure. However, the intended procedure was completed using the same device. It is unknown when the event occurred.

Manufacturer narrative:
This supplemental report was submitted to provide additional details about the event and the legal manufacturer¿s investigation results. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The entire cable camera and cable unit was repair/replaced in january 2020. The investigation by the legal manufacturer determined that there is no design, manufacturing, repair record related cause for the reported image failure. Based on the device evaluation results, the image failed likely due to a defective/faulty cable, however, the root cause of the cable unit failure cannot be conclusive determined. To mitigate cable breakage and fluid invasion, the instruction manual provides the following: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Do not pull out the video plug by pulling the camera cable. Otherwise, equipment damage may occur.

Manufacturer narrative:
The subject device was returned to the olympus. The evaluation confirmed the customer¿s reported problem, sudden loss of image due a defective/faulty cable unit. The repair evaluation also found corrosion on the electrical contacts of the video connector, the cable unit has deformation, the coupler/connector, locking lever and main body have white colored deposits, corrosion/heavy operation on the scope mount, and the coating of the cable unit is peeling. Additional information has been requested from the customer regarding the details of the reported image defect and is pending. The investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via repair request that the customer camera head has an image malfunction, image does not appear. The customer reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.